Event description:
Physician was attempting to treat splenic artery aneurysm using penumbra ruby coil system. A 135 cm .027 renegade high flow catheter was originally used to access aneurysm. The first ruby coil was attempted to be advanced, but significant resistance was encountered, and a kink was noted in microcatheter. Coil was removed and too damaged to be reused in case. A cantata microcatheter was then used for access and second ruby coil was advanced to the aneurysm. As the coal approached the distal tip of the catheter it would not advance even though the physician applied ¿considerable¿ force to it. The physician then tried to withdraw the coil and observed it was detached. He safely removed the entire catheter and coil form the patient. Another .027 renegade high flow catheter was used to access the aneurysm. A third ruby coil was advanced in the catheter and resistance was noted while advancing through catheter. Again the physician tried to remove the coil, but it had detached in the catheter. This time the physician was able to advance the coil into the aneurysm by syringe manipulation. A fourth ruby coil was successfully advanced to the aneurysm, but would not deploy with the detachment handle. The physician was able to manually detach by pulling apart the hypotube. Three more ruby coils were detached with similar issues. Detachment issues did not lead to any adverse events in the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with mdrs 3005168196-2013-00393, 3005168196-2013-00394, 3005168196-2013-00395, 3005168196-2013-00397, and 3005168196-2013-00398. Hospital discarded of penumbra devices.